Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure, the fiber kept causing the laser to go into standby and would throw an error reading ¿(over usage try cleaning tip of fiber)¿ @ 91,584 joules of use. Physician tried cleaning multiple times but asked for a new fiber. The procedure was completed using a second fiber. There was ¿no injury¿ to patient reported.